Event description:
It was reported that a malfunction occurred on the customer's pump, with at least three occurrences of the same issue, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer, advised by tandem technical support, was instructed to return the problematic pump and was sent a replacement pump with updated software. The customer, who is a nurse, was also advised on proper procedures when using a g7 sensor with the new pump and agreed to use an alternate backup therapy method, mdi, to ensure continuous insulin delivery.